Manufacturer narrative:
The investigations are ongoing. Results will be reported in a follow-up-report.

Event description:
It was reported during a transport to the CT scan area the device alarmed battery low after approximately 20 minutes and then shut down approximately 2 minutes later. The device did alarm, however there was not sufficient time between the battery low alarm and when the ventilator shut down. No patient injury reported.

Manufacturer narrative:
The provided log files and batteries of the ps500 were analysed. The user's observation of an unexpected battery capacity loss could be confirmed. It was investigated that other than specified there occurred a rapid aging of batteries inside ps500 in combination with fw1.49 and battery characteristics 01052. If the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A fsca has been initiated and already reported.

Event description:
Please see initial-report.